Event description:
The caller reported a malfunction on the pump after wearing it out in the heat for some time. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunctions occur in the future.